Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was done in 2007, and during the procedure a 2.5 x 18 mm xience v stent was deployed in the mid right coronary artery (rca) lesion. The lesion was pre-dilated prior to stenting. There were no device issues or pt effects noted at the time of the index procedure. However, in 2009, the pt presented with chest pain or angina equivalent/ischemia. Angiography was performed and the pt was found to have restenosis of the mid rca. The restenosis was treated three months later, with angioplasty and an add'l des stent. The outcome of the adverse event was resolved. No add'l event or pt info is available.

Manufacturer narrative:
Angina, ischemia, and restenosis, in the IFU, are known adverse events associated with coronary stenting. Additionally, these pt effects, along with hospitalization are listed in risk assessment as no-fault post-procedure complications. These pt effects are not necessarily an indication of a product quality deficiency. It is possible that the angina and ischemia are secondary effects of the restenosis, which was treated with angioplasty, an add'l des, and hospitalization. In this case, a conclusive cause for the pt effects and the relationship to the xience v sds, if any, cannot be determined.